Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The explanted device was requested for evaluation but was not returned. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is as stated in the event that the fixation screw did not break but due to the worn threads, it did not fix the plate to the stem tightly. Also, with time there was further progression of osteoarthritic conditions resulting in compromise of the original device and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that in a radiological exploration on (B)(6) 2013, a disconnection of the prosthesis was observed (head of the humeral shaft became loose but fixation screw did not break but due to the worn threads, it did not fix the plate to the stem tightly) so a revision was performed on (B)(6) 2013. Changed to another manufacturer's system.